Event description:
Allegedly on (B)(6) 2010, primary surgery was performed. After 3 years, the surgeon found a pseudotumor by MRI when the patient received the routine medical checkup. So revision surgery was performed on (B)(6) 2013. But he couldn't remove the neck. Finally, he removed the neck with the stem by eto (extended trochanteric osteotomy).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02248, 02249, 02250.